Event description:
Customer reported an alaris system with four pump modules was in use when channel a with an amiodarone drip was found to be scrolling "infusion complete" w/o an audio alarm. The clinician did not known the infusion had finished and the pt was w/o medication for approx 30 mins. There was no report of pt harm. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Logs rec'd, log review pending. The event logs have been rec'd. A f/u report will be submitted once the event logs have been evaluated and a failure investigation has been completed.